Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the case damage complaint was unable to be duplicated. The battery compartment was fully intact with no damage or cracks observed. The battery compartment threads were intact. The returned battery cap was able to be fully secured and removed from the pump. The battery cap coin slot was observed to be moderately worn but the battery cap was able to be fully secured to a test pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery cap could not be detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.